Manufacturer narrative:
Findings: unit passed the functional testing including the displacement, occlusion, prime and excessive no delivery tests. No prime anomaly noted. No moisture damage found on electronics and motor. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer stated that they experienced high blood glucose levels and had treated the issue with manual injections which dropped their blood glucose value to 50 mg/dl. The customer was assisted with troubleshooting and the insulin pump passed all test functions. However, the customer insisted on having their insulin pump replaced. The customer sent their insulin pump back for analysis.